Manufacturer narrative:
Per customer hygiene microbiological investigation (hmi) sampling the microbial results obtained are as follows: on (B)(6) 2021, staphyloccocus equorum (7cfu/100ml) was detected. (B)(6) 2021 staphylococcus warneri, kocuria sp., and micrococcus luteus (3ufc/100ml) were detected. The customer provided information regarding the facility¿s cleaning disinfection and/or sterilization methods. During pre-cleaning, flushing of the channels are performed. During manual cleaning, neodisher septo predis detergent is used to clean the instrument and suction channel openings are brushed with vytil novaclean brushes. The scope is manually disinfected using anioxit disionfectant. The scope is stored horizontally in a storage cabinet. The scope has not been sterilized. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus ((B)(4)) was informed by the customer that after a microbiological sampling on the cysto-nephrofiberscope that was carried out by (B)(6) regulation, the user reportedly detected an unexpected contamination. The user did not report any contamination or any other deterioration in state of health of any person, to which this medical device could have been a contributory cause. The scope will be returned to olympus subsidiary for further hygiene microbiological investigation (hmi).

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the bending section rubber glue was worn out, and the connection tube was scratched/cut/capacitance was out of range. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, growth of microorganism could not be confirmed and the results conformed to the regulation's recommendation. The following is included in the device IFU: "improperly reprocessed equipment presents an infection control risk to each person who handles the endoscope within the hospital or at olympus." Olympus will continue to monitor field performance for this device.